Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the distal tip of the device was dented with fiber breakage present. The observed condition of the distal tip was deemed consistent with user mishandling.

Event description:
A user facility reported to olympus that an olympus m3-gold autoclavable foroblique telescope 30 deg, image quality was poor and characterized by the reporter as blurry. The problem reportedly occurred during preparation for use. There was no patient injury or harm reported to olympus.